Event description:
Pt reported that four infusion sets from the same box had a problem with the adhesive peeling away from the cannula housing base. Two of the infusion sets pulled out of their body, so pt taped down their current infusion set as a precaution. No error were generated by the device. Pt's blood glucose was affected by this problem pt experienced and low blood glucose levels for 10 days; however, no treatment was received.